Event description:
In a literature report by andrew j. Sacco in contact lens spectrum april 2011, an optometrist reported a pt who went to an urgent care facility with complaints of sudden blurred vision in his right eye following the use of this product. He stated when he saw the pt slit-lamp examination revealed non- staining infiltrates in the right eye and the left eye was symptom free. He reported the pt discontinued contact lens wear for two weeks and when returning to contact lenses he was started on a hydrogen peroxide based contact lens solution. He noted at his one month f/u appointment the pt was symptom and infiltrate free and at his six month f/u appointment he was also symptom and infiltrates free. This report is for two of three pts associated with this literature article.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Add'l info was requested via phone on (B)(4) 2011. Citation: sacco, a.j. (2011). Contact lens - associated infiltrative keratitis and multipurpose solutions. Contact lens spectrum, 26 (4), 40 - 45. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).